Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was impacted. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a sys check to determine a possible cause of these occlusions.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.